Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing during the beginning of a ventricular tachycardia (vt) episode leading into a delay in therapy. The shock delivered successfully converted the rhythm. The patient was symptomatic with extreme shortness of breath during the arrhythmia. The technical services (ts) discussed troubleshooting options and recommended to reprogrammed. This s-ICD remains in service. No adverse patient effects were reported.